Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation; however imagery was provided. A review of imagery of the patient¿s anatomy revealed that the access vessel was sufficiently sized (>5.5mm) but with tortuosity and calcification near the aorta bifurcation / lower abdominal area. Imagery of the device reveals that the delivery system was fully inserted through the sheath and that the sheath was fully expanded and the liner was torn. Liner bunching near the tip was noted and a liner strand at the proximal end of the tear was noted. Upon withdrawal of the delivery system, the crimped valve was revealed to have bent struts on the outflow. A DHR review was performed and did not reveal any manufacturing non-conformance that would have contributed to the complaint events. A review of complaint history revealed no other complaints for liner tears and liner strands for the lot. A review of complaint history on confirmed device complaints from (B)(6)2019 through (B)(6)2020 revealed other complaints that were deemed similar. Based on the complaint history review patient factors and/or procedural factors were found to be the root causes. The IFU, preparation manual and procedural manual were reviewed for relevant guidance and usage of the device. Caution should be used in vessels that have diameters less than 5.5mm as it may preclude safe placement of the 14f esheath introducer set. Additionally, caution should be used in tortuous or calcified vessels that would prevent safe entry of the introducer set. During manufacturing of the esheath introducer set and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events relating to the liner tear and liner strand were confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis; therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of DHR, lot history, and complaint history showed no indication a manufacturing nonconformance contributed to the event. Additionally, a review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the 3mensio imagery provided, it was revealed that the access vessel had mild tortuosity and calcification. Vessel calcification can damage the exposed portion of the sheath liner and weaken it, while vessel tortuosity can create sub-optimal angles that can lead to non-coaxial alignment in the advancement of the delivery system. Noncoaxial alignment could potentially lead to the delivery system to catch onto the (weakened) liner of the sheath and create liner tears or strands upon insertion. Additionally, it was reported that the valve strut was bent upon removal of the delivery system through the sheath. It is possible that the valve outflow struts caught on the sheath during delivery system removal and caused it to bend. This may potentially further tear the sheath liner and/or cause liner strands. As such, available information suggests that patient factors (access vessel calcification/tortuosity) and procedural factors (retrieval of bent thv struts) likely contributed to the reported events. However, a definitive root cause is unable to be determined at this time. Since no edwards defects were identified, no corrective/preventative actions are required. Additionally, since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-12869. Investigation is ongoing.

Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a tf tavr case in the native aortic valve, the esheath split and externalized the device through the seam. Additional information was received from the fcs. Only the clear liner tore. The blue hdpe material appeared to be intact. The tear seemed to occur during advancement of the delivery system and valve through the sheath. The physician stated there seemed to just be normal resistance, as is common with usage with an s3 ultra valve. After removal of the delivery system, the larger diameter of the sheath exiting led to a larger 16f sheath being needed to occlude the vessel hole to proceed with tavr. The 16f esheath was used as the access sheath. Once the 14fr exited the body they chose to use the 16fr sheath due to the larger diameter of the arteriotomy. Because the hole in the femoral was much larger now after the delivery catheter had exited the body it was felt that a larger sheath would occlude the arteriotomy to proceed with the procedure and reduce blood loss around another 14fr sheath. The femoral artery was repaired with suture. Images received show a bent valve frame strut. A second 26mm sapien 3 ultra valve was able to be successfully implanted.